Event description:
The lead impedance measurements for contacts 1 and 0 were 50 ohms. These contacts were the programmed ones. The right sided neurostimulator was turned off until the x-rays are reviewed. Additional information has been requested.

Manufacturer narrative:
(B) (4).